Manufacturer narrative:
The device has been returned and the evaluation is anticipated, but has yet to begin. The manufacturing and sterilization records for were reviewed and found to be acceptable. The investigation is underway.

Event description:
A user facility reported that the doctor was doing a 23 gauge vitrectomy, and the light pipe would only go through the nasal trocar up to the mid-shaft. The light pipe and trocar were inspected, and could not see any obvious defects. The same restriction was experienced through the temporal trocar as well. All the other 23 gauge equipment went through both trocars with no problems. The case was finished, and right before the trocars were removed, a shard of what appeared to be plastic on the retinal surface was noticed. The shard was removed from the vitreous base with the vitrector. No other foreign bodies were seen. There was no patient impact reported.

Manufacturer narrative:
One pack label was received in a plastic zip lock bag along with a 23ga light pipe, two small plastic specimen cups and three esa hub and sleeve assemblies. The rest of the pack components were not received. Visual inspection found the light pipe and esa hub and sleeves dirty with dried solutions and particulates. The assemblies look used. One of the esa hub and sleeve assemblies is missing the valve. Microscopic examination was performed, and no damage was found. A functional test was performed on the esa hub and sleeve assemblies using a known good 23ga sample light pipe. The sample light pipe inserted easily and fully through all three of the esa hub and sleeve assemblies verifying that the esa assemblies are good. The returned 23ga light pipe was then tested on a known, good sample esa hub and sleeve assembly. The light pipe inserted easily and fully into the sample esa hub and sleeve assembly. In addition, the returned 23ga light pipe was then tested with all three of the returned esa hub and sleeve assemblies. The returned light pipe inserted easily and fully into all three of the returned esa hub and sleeve assemblies. The complaint could not be duplicated. This sample was given to engineering for investigation. Engineering visual inspection found one valve missing. No other damage was noted on the returned samples. A functional test was performed by inserting the light pipe into the three returned esa hub and sleeve assemblies. The light pipe did not become stuck, and no particles were generated during insertion. In addition, the light pipe was allowed to heat for 15 minutes and was then retested. The heated light pipe slid easily into and fully inserted into the three esa hub and sleeve assemblies. No problem was found, and the complaint particle was not received. The root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The investigation is complete.